Manufacturer narrative:
Concomitant medical products: product ID 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 200 mcg/day) via an implantable pump for intractable spasticity. It was reported that the healthcare provider suspected a catheter cut causing drug to not be delivered because the patient was not getting relief from the medication. It was unknown if there were external factors that led to the event. The system was replaced and the event was resolved.